Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, an attempt was made to reposition the lead after sheath removal, kinking the lead and also resulting in inability to extend the helix. The lead was attempted, but not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned with a j-stylet in the lead and the helix was retracted. A kink was confirmed in the lead body 25 centimeters (cm) from the is-1 pin. Resistance testing found the lead was electrically continuous. Detailed analysis confirmed that the helix was unable to be extended. Based upon the clinical observations and the laboratory findings, we believe that the kink in the lead body inhibited transmission of torque to the helix.